Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states device has issues with touchscreen and device was also updated recently to remove hft. The customer wanted to know if the removal of hft has anything to do with touchscreen not working properly. The rse informed the customer that the removal of hft has nothing to do with the touchscreen. Suggested to perform touchscreen calibration, if calibration doesn't work manufacturers recommendation is to replace touchscreen assembly. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that after the high flow therapy (hft) downgrade there has been an issue with the touchscreen. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states device has issues with touchscreen and device was also updated recently to remove hft. The customer wanted to know if the removal of hft anything has to do with touchscreen not working properly. The rse informed the customer that the removal of hft has nothing to do with the touchscreen. Suggested to perform touchscreen calibration, if calibration doesn't work manufacturers recommendation is to replace touchscreen assembly. The investigation is ongoing.